Manufacturer narrative:
The device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the etco2 value was unstable, the value seems to be abnormally high. No patient impact or consequences were reported.

Event description:
The customer reported the etco2 value was unstable, the value seems to be abnormally high. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found the detector lens was recessed. The device was able to power on and off using battery power and was able to obtain measurements with all of the enabled parameters. When a co2 gas mixture was applied, the device measured outside the accuracy specification. After performing zeroing of the device, the measured value remained outside of the accuracy specification due to the recessed detector lens.